Event description:
It was reported that the device responded with replace battery message. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement quote for which was provided, the battery is out of stock and will delivered upon availability. The device remains at the customer site and no further evaluation is warranted at this time.